Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "possible rupture".

Event description:
Patient reported "exchange with no complaint against the device". Later healthcare professional reported "possible rupture". This record is for the right side. The device remains implanted.